Manufacturer narrative:
Device evaluation: method = x-ray. Evaluation summary: received (1) annuloplasty ring in formalin. As received, cuts in the sewing fabric exposed the silicone ring. The cuts are most likely due to mechanical damage at explant. The ring exhibits moderate to heavy host tissue overgrowth. No other inconsistencies detected or in the x-ray, as the band is intact. Additional manufacturer narrative: the device history review was completed and confirms that this device passed all manufacturing and sterilization inspections. Per operative report, the ring was explanted due to progression of patient's native mitral valve disease. There has been no information to suggest a relationship of edwards' annuloplasty ring to the indications of patient's surgery (calcification, fibrosis of native leaflets).

Event description:
It was reported that an edwards mitral annuloplasty ring was explanted after an implant duration of approximately 4 years, and replaced with an edwards' magna ease mitral valve. It was learned that the ring was explanted due to patient native valve stenosis and calcification. There has been no information to suggest a device malfunction related to this event.